Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the event of peritonitis. The patient¿s pdrn stated the cause of the event was improper technique performed at a local hospital during a pd catheter (not a fresenius product) hardware change (not a fresenius product). Peritonitis is a well-known complication and/or risk of undergoing pd therapy. Additionally staphylococcus peritonitis is most commonly associated with touch contamination. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient has developed peritonitis. Upon follow up, the confirmed event of peritonitis. Per pdrn peritonitis was caused due to breach in technique at local hospital. Hospital did not use transfer set when changing extension set. Patient was hospitalized on unknown date for fluid overload. Pd cultures were drawn on (B)(6) 2018 and grew staphylococcus aureus. In addition to peritonitis, patient also developed tunnel abscess around pd catheter. The patient was treated with ceftolozane. However, this was changed to unknown IV antibiotics as the patient had his pd catheter removed and was moved to hd.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.